Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juev0549 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the bard site scrub component within the kit has been coming up dry. No delay in procedures, another kit would be opened and used or injury/medical treatment as a result. It was stated this occurred at least three times. No other information regarding quantity or occurrences was provided. This report addresses the second occurrence.